Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015, resulting in medical intervention. Patient reported that he was at a concert with friends when he experienced a severe low. Patient was wearing dexcom continuous glucose monitor (cgm) at the time of the event. Patient did not hear dexcom alert or feel vibrations. Patient attributes having had alcohol earlier, and loud music as the reason for not hearing the alert. Patient further reported that cgm is currently working fine. Patient reported that his friends drove him to the emergency room (ER). Patient reported blood glucose (bg) was at 9mg/dl upon arrival to the ER. Patient reported that dexcom sensor was removed at the hospital prior to undergoing an eeg. Patient further reported that the ER staff was able to successfully raise patient's bg. At the time of contact, patient reported current condition as "stable". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia.